Event description:
In 2003, a patient received the gore excluder bifurcated endoprosthesis for an abdominal aortic aneurysm. In 2006, the patient presented with right upper quadrant persistent pain, elevated cardiac enzymes and sepsis. A vascular surgery consult did not recommend surgical removal of the devices. The patient was further diagnosed with hypotension, poor urine output, and deep vein thromboses. Significant bacteremia and sepsis contributed to the patient's ongoing decline until he expired on nine days later. The cause of death was states as congestive heart failure complicated by pulmonary tuberculosis, aortic aneurysm, infected aortic stent, and coronary artery disease.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: device pcc121000was also used in this event.